Event description:
This lead was implanted on (B)(6) 2012 and dislodged on (B)(6) 2012. Microdislodgement noted this am during pre-discharge check. 6 mv to 1 mv p-wave change. 400-500 ohms impedance. > 5 v at 1 ms pacing threshold. Cxr showed slack had pulled back but was still in the atrial appendage. Dr. (B)(6) brought patient back and lead was removed. New lead was then placed . No patient symtpoms associated with the dislodgement. Mdt lead has been given to the local mdt rep for return to company. Patient is not pacemaker-dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).